Manufacturer narrative:
The device evaluation is now completed. This supplemental report is being submitted to provide this information. The device history review confirmed that device conformed to specifications. Upon inspection, the device bending section was found to be broken two inches from the distal end with metal protruding. The adhesive of the distal end was also peeling. Additionally, there was leakage of the device at the distal end under the sheath. There were also some broken fibers. The insertion tube had dents. This device is of the new design of the bending tube to ensure that injury to patient is precluded. It is likely that user handling caused the issue. Bending tube breakage is preventable by handling in accordance with instruction for use (IFU). The instruction for use IFU has the following statements: important information ¿ please read before use : never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Bending tube breakage is detectable by conducting inspection prior to use in accordance with IFU. The instruction for use IFU has the following statements: inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
No additional information of the event is available yet. Date of event is unknown. The device has been returned and a device evaluation is not yet available for it. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during reprocessing it was observed that the device was broken under the sheathing, with metal protruding, two inches from the distal end.